Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician inserted the aspiration catheter and aspirated the vessel. The physician inserted pre-dilatation balloon and dilated the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician noticed on the fluoroscope that the occlusion balloon had deflated and the blood was flowing freely around the lesion. The physician continued with the case. The physician re-inserted the aspiration and performed aspiration. The physician post dilated the vessel. The physician completed the case. The patient is reported to be fine. Additional information obtained about the case indicated that the physician had difficulty during the preparation of the device, noticing air bubbles, however, used the device. The physician also commented that when the occlusion balloon was inflated, the physician did not verify if the occlusion balloon was inflated completely.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H.3 - device evaluation anticipated, but not yet begun.